Event description:
It was reported that there were concerns of loss of capture (loc) on this (rv) lead. Technical services (ts) was consulted, but it was not conclusive whether capture was present on the rv channel. Further threshold testing was recommended. In addition, it was noted that the pacing thresholds had been gradually increasing, starting approximately one year prior. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).